Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure. The event date is unknown. During the procedure and inside the patient, the guide catheter was detached. The stent was successfully implanted in the patient and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2022 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure. The event date is unknown. During the procedure and inside the patient, the guide catheter was detached. The stent was successfully implanted in the patient and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a0401 captures the reportable event of guide catheter detached/separated. Block h10: the returned flexima biliary device was analyzed. Only the delivery system was returned; the stent was not returned for analysis. A visual evaluation noted that the guide catheter was detached. The guide catheter hub was not returned for analysis and the guide catheter is stuck in the threaded connector with adhesive. The threaded connector was separated from the push catheter hub (not in the correct position). A bend was found on distal section of push catheter. The suture hole was slightly torn. No other issues with the device were noted. The reported event was confirmed. According to the customer's report, the problem occurred during procedure. Handling and manipulation of the device while it was being used can lead to kinking/bending of the catheters. Additionally, the push catheter suture hole was torn indicates that the suture was properly placed in the device and it was submitted to tension forces resulting in tearing the suture hole. The problems observed, bend on distal section of push catheter and suture hole was slightly torn, will be considered to have probable cause adverse event related to procedure. During the microscope inspections it was confirmed the presence of adhesive on threaded connector that possibly caused the guide catheter to break when the physician pulled the guide catheter hub. For this reason, the event of guide catheter break is likely to have occurred due to factors encountered during the manufacturing of the device. Therefore, manufacturing deficiency is selected as the most probable root cause for the complaint. An investigation to address this problem is in progress.